Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.